Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: the device was received for evaluation. During functional testing, improper shutdown/after programing the pump turned off was reproduced when tested on battery mode. A review of the event history log revealed improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the wireless battery module and ac power adapter damaged. The ac power adapter and the wireless battery module are going will be replaced to fix the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had improper shutdown/after programing the pump turned off upon device power up in the telemetry department. There was no patient involvement. No additional information is available.